Event description:
It was reported that prior to implant, the longevity estimator bar was grey with pre-implant indication, despite having been at room temperature for 48 hours. The device was not used. There was no apparent patient involvement.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).